Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. Tandem customer technical support offered to complete a system check to identify the location of the blockage; however, the customer declined troubleshooting. No additional information was provided.